Event description:
It was reported to boston scientific corporation in 2008, that an opti-flex nitinol stone retrieval basket was used during an ureteroscopy procedure eleven days prior. According to the complainant, during the procedure, the wires on the basket broke inside the patient's ureter. Multiple passes had been made and stones were retrieved. At one point, some resistance was felt and the device was removed which is when the broken basket wire was noticed. Completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration date and the manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.